Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred when the customer was attempting to bolus and only received 3.23 units out of the 10.64 that had been initially requested. The customer's blood glucose was not impacted. The pump history confirmed the occlusion alarm. However, the contact decline to troubleshoot with tandem technical support to determine a possible cause of the occlusion and stated supplies were due to be change.